Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 20, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The return sample was visually inspected upon receipt; no anomalies were noted. Additional complaint details also states that the temp probes have been replaced for oxygenator in the last few weeks. Three samples were put into series. The control was used as the heat exchanger to warm the water bucket. The heater cooler was set to three temperatures 30c, 35c, and 40c. The temperature of all three samples was taken at the thermistor for all three temperatures. At each temperature, the three samples temperature readings were nearly the same as to the heater cooler set point. The returned sample was found to function as intended therefore, there was no product deficiency. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the heater cooler and oxygenator were 6 degrees apart. As per user facility, the perfusionist was pumping case and started rewarming, heater cooler and oxygenator were 6 degrees apart. Heater cooler, oxy, and hlm temps were different. The biomed checked heater cooler and it passed specs. Hlm was checked and it was reading expected temperature. Replaced temp probes for oxygenator in the last few weeks. No health consequences or impact. Product was not changed out. Procedure completed successfully.